Event description:
It was reported that the patient's pump had stopped. It was indicated that the patient had a magnetic resonance imaging (MRI) scan done 2 months ago but the pump was not interrogated at that time. It was noted during refill, they had got back exactly what they had expected. No additional information had been provided. The patient's outcome and the drug delivered via pump were unknown. Additional information had been requested, but was not available as of the date of this report.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).